Event description:
Ent microdebrider sn: (B)(4) foot pedal not working after multiple attempts to remedy situation by switching out the pedal with a microdebrider from rm 1. It was determined that the foot pedal was faulty. [Redacted name] made a phone call to [redacted name] medtronic's rep. It was told to her that we should manually switch the on and off switch in the interim in order for the machine to work. When we did this, it did work but it took an staff rn to sit there through the case and manually perform this duty.